Event description:
The customer reported via the sales rep that the packet contained a foreign object. It is further reported that the inner sterile barrier was opened and a piece of blue cellophane was inside the packet with the locking screw. It is further reported that another unit was used to complete the procedure with no adverse consequences.

Manufacturer narrative:
Na